Event description:
It was reported to medtronic neurosurgery that the physician thought the patient required a higher pressure than the valve was capable of providing, and that it was therefore explanted and replaced with different product. According to the report, the patient did not incur an injury and was doing well following the event.

Manufacturer narrative:
The returned valve was patent, and met the requirements for siphon, pressure-flow, and preimplantation testing. However, it did not meet the requirements for reflux testing due to the presence of proteinaceous debris within the valve, or for leak testing due to a tear in the silicone over the reservoir. It is unknown how or when this damage occurred. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).